Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins) has been confirmed. Upon investigation the electrode belt trunk cable monitor connector pins were bent preventing the belt from plugging into a monitor. The root cause for the bent pins could not be positively identified. No adverse event resulted from the damaged belt.